Manufacturer narrative:
According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.

Event description:
Note: this MFR report pertains to one of two devices that were used during the same procedure. Refer to associated MFR report #3005099803-2012-01105 for a description of the other device. This report is for the second device. It was reported to boston scientific corporation that two rx locking device with biopsy cap were used during an endoscopic retrograde cholangiopancreatography procedure. According to the complainant, during preparation, the foam sponge in the cap dislodged, when they were loading a tome. This occurred with two biopsy caps. The physician was able to retrieve one foam sponge and the other was stuck in the scope. The physician completed the procedure with a third rx locking device with biopsy cap, and a new scope. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.